Manufacturer narrative:
(B)(4).

Event description:
The customer reported that while in patient use the ventilator was alarming ventilator inoperative. The ventilator was removed from the patient and the patient was placed on another ventilator, no patient harm.